Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins turns off all the time unexpectedly. The patient constantly has to recharge the ins and turn ins back on. The issue with the current ins started pretty much since implanted. At first, it was happening randomly and then all of a sudden became frequent. Reviewed if ins runs out of charge the stimulation will turn off. The patient said the ins was not running out of charge when it turned off. It was at 60-80% and the patient would check the controller and it would say 'stimulator off'. The healthcare provider (hcp) looked at programming already. The patient mentioned they also have a pain pump and wondered if there could be an interference. The patient mentioned they have the settings up so high because they are in so much pain.